Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the doctor was unable to advance or retract the lead in an attempt to get rid of phrenic nerve stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.